Manufacturer narrative:
On january 10, 2022, mentor received additional information including the effected side as right, device information, and that the replacement device used on december 11, 2021 was catalog number smhx545; serial number (B)(6). Mentor also became aware that patient also experienced wound infection in addition to device extrusion on right side. The following fields have been updated on this form: field d1 for brand name has been updated to "mentor memorygel breast implant". Field d4 for catalog number has been updated to "smpx545". Field d4 for lot number has been updated to "9592622". Field d4 for serial number has been updated to (B)(6). Field d4 for unique identifier( UDI) has been updated to (B)(4). Date of implant has been added under field d6a as (B)(6) 2021. Field g4 for PMA/ 510(k) has been updated to "p030053". H3 device evaluated by manufacturer has been updated to "not returned to manufacturer". Clinical code "post operative wound infection" has been added to field h6. Type of investigation under field h6 has been updated to "device discarded" . The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device extrusion, and wound infection manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery unknown mentor breast implants and experienced unknown side device extrusion. As a result, the device was explanted on (B)(6) 2021. The type of device involved is unknown, and the gel common device name/procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.